Event description:
It was reported that this implantable lead was explanted due to an unknown reason. Another lead was implanted instead. This lead was returned to boston scientific for analysis. No adverse patient effects were reported. Additional information was received detailing that this lead was explanted due to experiencing dislodgment and exhibiting high out of range pacing impedance measurements.

Event description:
It was reported that this implantable lead was explanted due to an unknown reason. Another lead was implanted instead. This lead was returned to boston scientific for analysis. No adverse patient effects were reported. Additional information was received detailing that this lead was explanted due to experiencing dislodgment and exhibiting high out of range pacing impedance measurements.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: b5: describe event or problem field h6: device codes.

Event description:
It was reported that this implantable lead was explanted due to an unknown reason. Another lead was implanted instead. This lead was returned to boston scientific for analysis. No adverse patient effects were reported.